Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013, with the user manually power cycling the device on two occasions. There were no further manual power ups recorded during this period. The pad-pak would appear to have been removed for approximately 7 months during this time between the (B)(6) 2015 and the (B)(6) 2015, as no history log entries were recorded during this time. The returned pad-pak was inserted and the device passed a self-test. The device carried out test therapy and successfully delivered a shock. Acceptable measurements were recorded for the three test shocks investigation found the reported fault can be attributed to component failure. The 500p device does not have a voice prompt which instructs the user to "insert pad-paks". The reported failure may therefore have related to the gap in the history log where no self-tests are recorded. Upon further testing a component subsequently failed. This may be a further symptom underlining the device failure relating to the customer complaint. This resulted in damage to the printed circuit board. No further investigation could therefore be carried out.

Event description:
There was no patient involved in this event. Device prompts "insert pad-paks", when its already inserted.